Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 300 mg/dl at the time of the incident. Customer states there is fluid in the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed the displacement test and self test. Sleep current measurement and active current measurement within specifications. No moisture damage noted on electronics assembly, motor, vibrator motor or battery tube assembly. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case and minor scratched display window.